Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a seizure. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported experiencing two (2) adverse events. In first adverse event, patient loss consciousness. Patient's roommate treated patient with a glucagon shot. Patient woke up and drank two (2) apple juice drinks. After one (1) hour, the cgm value was 126 mg/dl; patient's finger stick (fs) value was 30 mg/dl. Patient attempted to self-treat, but instead went into a seizure for three (3) minutes. Upon coming out of the seizure, patient treated with apple juice and stabilized. Patient alleges that the seizure was caused by the inaccuracy. At the time of contact, patient is stable. No additional patient or event information was provided. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.